Event description:
Patient underwent laparoscopic hysterectomy with cervical stump uterosacral suspension, trasobturator tape, cystoscopy with hydodistention, vaginal repair or pelvic support defects including cystocele, rectocele and enterocele in 2005. Pelvic pain documented at the following month visit with poor wound healing noted at which time silver nitrate was applied. On three days later, documented vaginal wall erosion, 1 cm from introitus on posterior wall. In 2006, perirectal abcess and had undergone exam under anesthesia, anoscopy, and I&d. Initiated care with uc davis 2008. Dx at time care was assumed: s/p multiple surgeries for rv fistula, pop, and mesh erosions. Now with mild fecal incont, mild sui, pelvic pain with pudendal neuropathy controlled with cymbalta. Treatment recommended: pelvic floor pt and estrogen cream. On the following month, underwent revision of a midurethral transobturator sling with removal of the vaginal component of the transobturator mesh, revision of vaginal prosthetic mesh graft with removal of vaginal mesh from under the anterior vaginal wall, cystoscopy. Dates of use: 2005 -- 2008. Diagnosis or reason for use: uterovaginal prolapse, sui, menorrhagia.